Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a bi-v implantable cardioverter defibrillator (ICD) changeout procedure the new device initially interrogated, and then suddenly lost connection with the programmer. Multiple programmers were attempted to interrogate the device with the same/similar results. Attempts were made to connect utilizing the programmer head as well as wireless connection and the device was still unable to be interrogated. A different device was chosen and implanted and interrogated without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.